Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by 6 minutes; cause was unknown. Subsequently, it was reported that the customer experienced a blood glucose (bg) level of 590 mg/dl. In addition to the pump time being incorrect, customer indicated they were taking a new medication which customer believes contributed to bg level. Bg was addressed via a correction bolus. Additionally, tandem technical support assisted the customer in correcting the pump time and resuming insulin delivery. The customer was instructed to consult with healthcare provider regarding bg level.